Manufacturer narrative:
(B)(4) the shocking vector was reprogrammed distal coil to can with stable and acceptable measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device and lead were explanted due to continued out of range shock impedance measurements. A dual chamber ICD system was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements after a recent device change out procedure. Measurements were high but within range when measurements distal coil to can. Fluoroscopy of the device showed the terminal pins were fully engaged passed the setscrew. No adverse patient effects were reported.